Manufacturer narrative:
Additional information: device available for evaluation. Device evaluated by MFR., evaluation codes. Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc in the top lip. When the healthcare professional went to inject the bottom lip, the needle popped off from the syringe and the filler was "decanted all over" the patient's lips with the needle still in the lip. The patient was fine, but has a "bruise/swelling and a tender spot" on the bottom lip. Patient was treated with ice. No other treatment was given. Symptoms have fully resolved and patient is fine.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, bruise, pain, expulsion and detachment of device component: 4. Warnings: patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection sites. 5. Precautions: ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 6. Adverse events: a. Clinical evaluation of juvéderm® ultra xc in the nasolabial folds (nlfs) a 2-week, randomized, controlled u.s. Clinical study for juvéderm® ultra xc compared with juvéderm® ultra without lidocaine showed a similar safety profile in all subjects (n = 36), with the exception of fewer reports of pain/tenderness with the product containing lidocaine. Common treatment site responses by severity and duration, are presented in tables 1 and 2. Aside from injection site: responses, there were no adverse events related to the device, procedure, or anesthesia. ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. C. Clinical evaluation of juvéderm® ultra xc for lip augmentation: c. Clinical study for juvéderm® ultra xc for treatment of nlfs: a prospective, double-blind, randomized, within-subject, controlled, multicenter clinical study was conducted to evaluate the safety and effectiveness of juvéderm® ultra xc compared with juvéderm® ultra without lidocaine. The purpose of this study was to evaluate the level of procedural pain (pain during injection) experienced by subjects when treated with each product. The duration of the study was 2 weeks. A total of 36 subjects received a single treatment with juvéderm® ultra xc in one nlf and juvéderm® ultra without lidocaine in the other nlf. Within 30 minutes after both nlfs were treated, the subjects rated procedural pain on an 11-point scale and a 5-point comparative scale. Both the investigators and subjects rated nlf severity at baseline and 2 weeks after treatment using the 5-point nlf severity scale from the pivotal study. Subjects utilized an interactive voice-response-system diary to record common treatment site reactions for 14 days. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. 8. Instructions for use: b. Health care professional instructions: 4. Although study results showed juvéderm® ultra xc to be less painful than juvéderm® ultra, supplementary anesthesia may be used for additional pain management during and after injection.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc in the top lip. When the healthcare professional went to inject the bottom lip, the needle popped off from the syringe and the filler was "decanted all over" the patient's lips with the needle still in the lip. The patient was fine, but has a "bruise/swelling and a tender spot" on the bottom lip. Patient was treated with ice. No other treatment was given. Symptoms have fully resolved and patient is fine.